Manufacturer narrative:
Exemption number e2015058. On receipt of the device this history and memory logs were downloaded. No log entries were recorded after the device passed "out qat" at heartsine. This indicates that the device was never properly installed by the user and installation instructions in the user manual were not followed. The returned pad-pak was inserted into the device and the device failed to power on. This was due to the damage to the battery locator pin on the returned pad-pak preventing sufficient contact with the pogo pins. The locator pin was removed from the returned pad-pak. The returned pad-pak was re-inserted into the device with the device passing a self-test. A test shock was delivered without fault and an acceptable measurement was recorded. Investigation found the reported fault can be attributed to a damaged battery terminal locator pin on the returned pad-pak preventing contact with the battery pogo pins. This resulted in no status leds being visible and would confirm the reported fault. Upon visual inspection of the returned pad-pak the battery terminal locator pin was observed to be bent forward which prevented sufficient contact with the pogo pins. This resulted in no power going through to the device which resulted in the device being unable to power on and no status leds being visible.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. No status indicator light.